Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed history pointers failed. The customer's blood glucose value was unknown. The customer stated that the they were not able to clear the alarm. The customer was assisted with troubleshooting and advised to discontinue the use of insulin pump. The insulin pump will not be returned for analysis.